Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's batteries won't stay charged longer than 10 minutes. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge fse was dispatched to evaluate the unit and during evaluation he noticed that the battery indicated that it was fully charged. The battery ran1 hour 15 min. The fse then replaced the battery and performed preventative maintenance with full functional and safety tests, per factory specifications. The unit passed all tests performed and was returned to customer and cleared for clinical use.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit's batteries won't stay charged longer than 10 minutes. While walking the patient, they got a low battery alarm to early took patient back to room and plugged in device. There was no patient harm.